Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 28-apr-2017 indicated the patient experienced increased spasticity on (B)(6) 2013 and on (B)(6) 2014 experienced more numbness on their left side. On (B)(6) 2014 the patient requested explant and was on a low dose baclofen. The etiology of the event was noted as related to the drug, device or therapy and not related to the implant procedure. The drug action that caused the event was noted as 'no change in drug'. Reprogramming occurred on (B)(6) 2014. The system was explanted/not replaced as of (B)(6) 2015 and the outcome was indicated as unresolved. The device will be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n180741004, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, a healthcare provider (hcp) reported via implantable systems performance registry (ispr) that a patient was receiving intrathecal compounded baclofen 100 mcg/ml via their implanted pump. Per the pump logs, the pump was examined on (B)(6) 2014 and indicated the patient was in flex mode and was delivering a total daily dose of 9.95 mcg/day. Also, per the pump logs examined on (B)(6) 2014, the pump status after update showed a 52% decrease in simple continuous mode and the new daily dose was 4.80 mcg/day. Relevant medical history includes intractable spasticity and multiple sclerosis. The "event date" was reported as (B)(6) 2015; however it was unclear what event occurred on this date. It was reported the patient had failed intrathecal baclofen therapy and increased pain. The severity was considered moderate. As a result the system was explanted on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. The etiology of the event was the medication. No diagnostic methods were performed and there was no change in drug. The event was related to the drug and the device or therapy, but was not related to the implant procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was 100 lbs. The subject was discontinued from the study on (B)(6) 2015 due to the primary device explanted and not replaced.